Event description:
It was reported that "I was going to do a per form on this when the rep, (B)(6), brought it to my attention. Unfortunately, I couldn't find the product to fill out the lot or part number. I was able to find it yesterday so I am filing a complaint today. From my understanding, during screw insertion, the inner shaft just broke in half. Pretty straight forward and simple. The xia 3 ilios tray had an extra driver so the doctor was able to make the switch easily and without complications. Nothing happened to the pt and no time was added to the overall surgery."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.